Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4): 4076 implantable pacing lead 2004-(B)(6), 4193 implantable pacing lead 2004-(B)(6). (B)(4).

Event description:
The implantable cardioverter defibrillator (ICD) was returned to the maunacturer after being explanted due to normal elective replacement indicator (eri). The ICD subsequently tested out of specification. No patient complications have been reported as a result of this event.